Manufacturer narrative:
Covidien reference #: (B)(4) . Date of initial report: (B)(6) 2010. The incident device was returned and evaluated. Nothing was found that would have contributed to the customer's report. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactory. See attached memorandum for additional information.

Event description:
The customer reported that during a hemicolectomy, bleeding was seen at the ileo colic pedicle even though an end tone, indicating a completed seal cycle, was heard. The same device was used to complete the procedure without incident. There was no pt injury.